Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera ultrasound gastrovideoscope presented with a leak. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that a foreign object came out of the forceps channel due to a pinhole on the channel tube. This report is to capture the reportable malfunction of a foreign object found in the forceps channel noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to the to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover was detached and had a crack, the scope connector had corrosion due to water leakage, the ultrasonic connector had corrosion due to water leakage, the insertion tube became deteriorated due to the cleaning, disinfecting and sterilization method, the light guide lens had a stain, the nozzle was deformed, the connecting tube had a scratch, the distal end had a stain, the objective lens had a crack and scratch, the scope cover had a chip, due to damage on the charged coupled device, the image had shadows, paint on the air/water cylinder was peeled, and the ultrasonic transducer had corrosion. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(6), was initiated by another facility for the same device. Conclusion: the root cause could not be identified. The foreign matter could not be identified. However, since leakage defects have occurred due to pinholes in the forceps channel, there is a possibility that foreign matter came out of the forceps channel without being able to complete the reprocess. The following sections in the IFU (instructions for use) may help to prevent the issue: chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.